Manufacturer narrative:
The astral device was returned to a third party service center for evaluation and service. The customer was issued with a replacement top case to address the issue. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of the incident.